Manufacturer narrative:
No medwatch form was received. Failure (event) observed during analysis. Final analysis found medical adhesive on the lead helix, which could have caused the lead to exhibit high impedance.

Event description:
This report is to advise of an event observed during analysis.